Manufacturer narrative:
Instruction ccu investigation results: the functional tests were carried out connecting the back up control unit with a livanova essenz test bench visual inspection of ccu2 did not reveal any visible damage. A 24-hour long-term simulated use test was performed with no deviation observed. Based on the cockpit logs analysis and functional test results, an isolated temporary missing communication between the ccu2 and the can bus occurred. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
The unit was manufactured in 2024, and complaints database review did not reveal any further similar events since device installation. No adverse trend related to reported failure mode was detected. Based on the cockpit logs analysis and functional test results, the most likely root cause of the reported event is an isolated temporary missing communication between the backup control unit #2 and the can bus. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that the essenz hlm displayed "cpl-b cu defective" alarm (cardioplegia blood control unit defective error message). The issue occurred after the case had already started the case and while the perfusionist was setting pressure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. A livanova field service engineer was dispatched the customer and collected the cockpit log (real time device parameters and setting recording file). The analysis of the log suggests that a temporary missing communication between the control unit ccu2 and the can bus cannot be ruled out. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.